Event description:
It was reported that the 9800 system locked up and would not boot up. Also the vertical lift column would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps3 power supply, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.